Event description:
On (B)(6)2026, a customer in finland reported to hologic that discrepant result were generated while using the aptima hpv assay (master lot: 913269 and 924345) with panther instrument (serial number: (B)(6).on (B)(6)2026, sample ids (B)(6) were tested on panther worklist ID (B)(4), and sample ID (B)(6) was tested on panther worklist ID (B)(4); all three generated an hpv negative result using the aptima hpv assay. On (B)(6) 2026, sample ID (B)(6) was tested on worklist ID(B)(4), and on (B)(6) 2026, sample ID (B)(6) was tested on worklist ID (B)(4); both also generated an hpv negative result.upon retesting, sample ID (B)(6) was tested on worklist ID (B)(4)on (B)(6)2026, generating an hpv positive result. Sample ids (B)(6) were tested together on worklist ID (B)(4) on (B)(6) 2026, both generating an hpv positive result. Sample ID (B)(6) was tested on worklist ID (B)(4) on (B)(6)2026, generating an hpv positive result, and sample ID (B)(6) was tested on worklist ID (B)(4) on (B)(6) 2026, also generating an hpv positive result.upon second retest, sample ids (B)(6) were tested together on worklist ID (B)(4) on (B)(6) 2026, all generating an hpv negative result. Sample ID (B)(6) was retested on worklist ID(B)(4) on (B)(6) 2026, generating an hpv negative result, and sample ID (B)(6) was retested on worklist ID (B)(4)on (B)(6)2026, also generating an hpv negative result.no information regarding patient treatment is available at this time. Hologic has not been informed of any adverse patient outcome related to this event.

Manufacturer narrative:
Hologic reviewed the panther logs and worklists and confirmed the customer report. Hologic provided additional guidance to customer regarding proper cleaning procedures per panther operator¿s manual, including changing out the sample shield as needed (daily) to prevent future contamination issues. Hologic has not been informed of any adverse patient outcomes related to this issue. H3 other text : other.